Event description:
Information received from the field does not address the patient's clinical status but notes that post implant testing gave evidence that the leads were reversed in the connector ports. The patient was returned to the electro- physiology laboratory where the leads were disconnected and reconnected to the appropriate connector ports.